Manufacturer narrative:
(B)(4) - there is no information provided that indicated a causal relationship between the peritoneal dialysis and use of fresenius products and the incarcerated hernia. Additionally, there has been no allegation of device malfunction. Hernia is a well-known complication from the increased intra-abdominal pressure. Therefore there is a possible association between the hernia and the increase in intra-abdominal pressure that occurs during the normal course of peritoneal dialysis therapy. The actual device was not returned to the manufacturer for physical evaluation. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device manufacturing review confirmed the labeling, material, and process controls were within specification.

Event description:
It was reported by the patient's peritoneal dialysis registered nurse (pdrn) that peritoneal dialysis patient was admitted to the hospital on (B)(6) 2017 with abdominal pain. The patient underwent surgery to repair an incarcerated hernia on the same day. The patient had the peritoneal dialysis catheter removed and switched modalities from peritoneal dialysis to hemodialysis. The patient's pdrn stated that the hernia had been present in the last three months since the pdrn had been assigned to take care of the patient. The patient was recovering.